Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) review was unable to be performed as the lot number involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established . H10: additional narratives/data.

Event description:
It was reported that the patient experienced pain, bruising, and scarring from the lt-4500 electrodes. The patient was using the electrodes on the cervical region of his spine. The patient saw his doctor and was prescribed an ointment. The doctor advised the patient to stop wearing the unit until the skin completely heals. The patient said that his skin is healing. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: 6 mm structural bone graft, medical product: 2 level cervical plate, therapy date: (B)(6) 2019, medical product: spinalpak assembly catalog: #1067716 serial: #(B)(4), therapy date: unknown. The device will not be returned to zimmer biomet for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain, bruising, and scarring from the lt-4500 electrodes. The patient was using the electrodes on the cervical region of his spine. The patient saw his doctor and was prescribed an ointment. The doctor advised the patient to stop wearing the unit until the skin completely heals. The patient said that his skin is healing. It was reported that no further information is available.